Manufacturer narrative:
A remote service engineer confirmed with the customer that there was no sound coming from the device. Based on the information available, the cause of the reported problem was a defective speaker assembly. The reported problem was confirmed the customer was provided the part ID to order a replacement speaker assembly to resolve the issue. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was no audible sound during boot up. The device was in use on patient at time of event, there was no adverse event reported.